Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead placement helix would not come out. The lead was not used and was replaced. The patient condition was fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.